Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during elective device replacement the device was found in backup vvi mode. The device was replaced. No adverse consequences for the patient were reported.